Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic pain and pain with intercourse.

Event description:
It was reported that following insertion the patient experienced pelvic pain and pain with intercourse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infections and vaginitis.

Event description:
It was reported that following insertion the patient experienced bladder infections and vaginitis.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient underwent excision of sutures from vaginal cuff, lysis of adhesions and cystoscopy on (B)(6) 2009 . No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and sling mesh was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.